Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between august 24-25, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on multiple days including (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) exactamix 250 ml eva tpn bags leaked at the middle, administration port. This occurred during set up. There was no patient involvement. No additional information is available.